Event description:
Complainant alleged that the clinician was attempting to pace a patient's (age and gender unknown) heart rhythm, but the device screen displayed a "bridge test fail" message. The clinician then obtained another device to pace the patient's heart rhythm. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.